Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed via data. He root cause was determined to be caused by the smart device platform/operating system.